Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was consistent with a known software anomaly which corresponds to the system becoming unresponsive. System functionality was confirmed by site upon call.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred during the register task. It was reported that after the site loaded a patient exam disc, the system became unresponsive while moving to registration. The issue occurred on two navigation systems. On one system it became unresponsive before they moved to registration, and on the other system it became unresponsive after moving to registration. The patient had a single CT scan of approximately 240 slices. The site later got the original scan to work. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Correction: patient information refused by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported procedure was a functional endoscopic sinus surgery (fess). It was stated there was a five minute delay to the procedure.